Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
The carendo was in its care position (chair was leaned backwards) but not fully raised. The pt leaned backwards over the back of the carendo. This led to a point where the center of gravity was placed too far back making the carendo tip over. No injuries were reported.